Manufacturer narrative:
Initial.

Event description:
It was reported that the pump connector piece broke off and snapped while attached to the pump, and the user transitioned to backup therapy. No reported injury or adverse clinical effects. Outcomes included no reported impact on health status, hospitalization, or medical intervention beyond switching to backup therapy. Investigation included troubleshooting and education provided to the user. Investigation of this case revealed a cracked connector component consistent with mechanical breakage of the device connection interface. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to user handling or wear during use.